Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-94 alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-94 alarm" was confirmed during device evaluation. The root cause was due to a defective/inoperative main battery. The main battery was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.